Event description:
It was reported that this patient had an initial inappropriate shock around the time of initial implant due to oversensing of air bubble noise. The patient recently received an inappropriate shock due to t-wave oversensing. The system was subsequently explanted and replaced due to the inappropriate shocks and the patient required treatment for bradycardia. No additional adverse events were reported.